Event description:
On (B)(6) 2018, the patient contacted lifescan USA, alleging that his onetouch ultra meter was reading inaccurately erratic. The following complaint was classified based on information obtained from customer service representative (csr) documentation.the patient reported that he first became aware of the product issue at 9 am on (B)(6) 2018, when he obtained blood glucose readings on the subject meter of ¿160 and 300 mg/dl¿. The tests were carried out within 20 minutes of each other. He stated that the tests were performed within 20 minutes of each other. Based on statistical methodology these readings exceed lifescan¿s criteria for precision. The patient reported that he manages his diabetes with humulin and lantus insulin (self-adjuster) and made no changes to his normal diabetes management. The patient reported that 2 hours after the alleged issue he developed symptoms of ¿dizzy¿. The patient confirmed he did not require or receive any treatment for the dizziness. During troubleshooting, the csr noted that the subject meter was set to the correct unit of measure, the correct testing steps were being followed, and the patient had used an approved sample site to obtain the blood samples. The csr confirmed that the patient¿s test strips had been stored correctly, were within expiry date and the test strip vial was not cracked or broken. The csr noted the patient did not have control solution. Replacement products were sent to the patient.based on the information provided, there is no indication that the subject meter caused or contributed to a serious injury adverse event. The patient did not develop signs/symptoms suggestive of a serious injury, nor did he receive medical intervention for an acute blood glucose excursion. However, this complaint is being reported as a malfunction because the calculated difference between the reported results falls outside lfs¿ accuracy criteria and the alleged inaccuracy was not resolved during troubleshooting.

Manufacturer narrative:
The lay user/patients meter has been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. Complaints relating to the reported product(s) were evaluated. It was concluded that the number of complaints for the product(s) did not breach thresholds indicative of a systemic issue. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.